Event description:
Device report 2 of 2: reference MFR report: 1627487-2012-07186. It was reported the pt's system became hot while recharging. The pt also indicated she felt a jolt once during the recharging process. Replacement charging system was sent to the pt which resolved the issue. On (B)(6) 2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events are expected.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.